Manufacturer narrative:
The contribution of the devices to the reported experience could not be determined as the devices were not returned for evaluation and it is not reported what factors led to the devices being undersized in the primary surgery. Properly functioning implants depend on appropriate dimensioning compared to the native bone. If grossly undersized, the tibial baseplate may lose the expected support from the cortical shell of the proximal tibia and, as a result, subside.

Event description:
Revision due to under - sizing of the tibial components during primary surgery. This event occurred outside of the us, in (B)(6).